Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator generated a ventilator inoperable error message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.